Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an MRI about 3 weeks ago and since then they had experienced bladder incontinence and bowel control issues. The caller said the patient had to wear diapers. When asked, the caller said there were no changes to the patient's diet or medications, however, the caller mentioned that they were on a cruise last week and ate some different food, but the patient tried to eat the same kind of food at the same time of day. The caller also said that during the MRI the patient received contrast. Therapy information and general programming guidance was reviewed with the caller. With instruction, the caller connected to implant and confirmed that therapy was on and adjusted the setting. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed stimulation in the bicycle seat area and comfortable. The caller left a message for a manufacturer representative (rep), but didn't know if they would return the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the most likely cause of the bladder incontinence and bowel control issues were determined. The patient stated, "although we had resolution, it was unclear what had caused the problem. It may have been some sort of setting change had been introduced during reactivation following an MRI." The patient stated their tech helped them get back on track and return to appropriate baseline. The issue was resolved.